Manufacturer narrative:
Engineering analysis: the returned stent delivery system was removed from the biohazard bag and inspected. The stent was dislodged from the balloon. The stent was in the crimped position and slightly flared on the distal end from being dislodged. The center of the stent was measured using calipers and found to be 2.1mm. This diameter is indicative of a properly crimped stent. The balloon was in good condition and in the folded position. The balloon was inspected to ensure the witness lines of the crimped stent were visible (when the product is crimped, the stent struts impart permanent imprints to the exterior of the balloon). The imprints of the stent frame were clearly visible and are indicative of a properly crimped stent. The introducer sheath used in the case was not returned; therefore, an inspection of the sheath dimensions and overall condition could not be assessed. The details received described that the physician decided he needed to position the sheath further out so they retracted the stent, repositioned the sheath, and then when they went to put the stent back in they noticed that the stent was sliding along its mounting and; therefore, chose not to use it. A full review of the catheter lot history records for the device in question was performed. The records indicate that this lot of catheters passed atrium's final lot qualification testing. This inspection requires that the catheter lot must pass the following: ability of the stent and delivery system to be passed through the labeled introducer sheath. Ability to deploy the stent at the nominal pressure. Ability to withdraw the deflated balloon catheter back through the labeled introducer sheath. Ability of the delivery system to withstand 10 inflate/deflate cycles at the rated burst pressure (12 atm) without leaks or failures. Result: all catheters passed this final inspection. No stent dislodgements were noted during the performance testing and all samples passed through the introducer sheath without a dislodgement or damage. Engineering summary/conclusion: the details indicate that the stent had been withdrawn back into the introducer sheath during the procedure. This action may have caused the stent to dislodge but it is difficult to confirm. Conclusion: based on the details of the reported event atrium can find no fault with the device lot in question.

Event description:
Received a report that the stent came off of the balloon mount went they were pushing it through the sheath. The stent did not enter the patient.